Manufacturer narrative:
Patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient experienced issue with infusion set tubing, as it detached on (B)(6) 2024.the set got detached after being in use for 1 day. The site of lacteion was located at abdomen. No further information available.